Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump underwent the 30 psi occlusion pressure test, with a recorded pressure of 35.320 psi. The pressure sensor was replaced, and the pump was retested. Following replacement, the pump failed the 30 psi occlusion pressure test, with a recorded pressure of 11.300 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump underwent the 30 psi occlusion pressure test, with a recorded pressure of 35.320 psi. The pressure sensor was replaced, and the pump was retested. Following replacement, the pump failed the 30 psi occlusion pressure test, with a recorded pressure of 11.300 psi, which is outside the acceptable range of 22¿38 psi. The 4 psi and 30 psi occlusion values were recalibrated, and the pump subsequently passed the 30 psi occlusion pressure test, with a recorded pressure of 27.460 psi, which is within specification. A review of the device¿s serial number history did not identify any similar complaints. The complaint was confirmed, and the probable cause of the failed 30 psi occlusion pressure test was determined to be component failure. The issue was successfully resolved by replacing the pressure sensor and recalibrating the 4 psi and 30 psi occlusion values. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).